Manufacturer narrative:
The mynx vascular closure device is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Additionally the instructions for use (IFU) states: "the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration". Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1512702) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the patient came in with acute myocardial infarction on (B)(6) 2015. Percutaneous coronary intervention was performed and the groin was closed with a mynxgrip vascular closure device. The patient called and complained of pain in the leg and came in to the cardiologist office on (B)(6) 2015 and had ultrasound performed and thrombin injected for pseudoaneurysm and was released. The patient developed a hematoma of 6 cm or less after the thrombin was injected into the pseudoaneurysm. Manual compression was applied for 30 minutes or less. On (B)(6) 2015, the patient presented to the ER complaining of fever and infection. The patient was given antibiotics intravenously. The patient was hospitalized and discharged on (B)(6) 2015. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Procedure type: intervention coronary vessel size: 6 mm sheath size: 6f stick location: medium procedure date: (B)(6) 2015.

Manufacturer narrative:
The mynx vascular closure device is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Additionally the instructions for use (IFU) states that "the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration". Based on the information provided, the root cause of the reported event could not be determined. It is unknown if the patient's activity level post discharge caused or contributed to the late development of the pseudoaneurysm and hematoma. The root cause of the reported infection could not be determined. It is unknown if the subsequent intervention on the patient's (thrombin injection for pseudoaneurysm on (B)(6) 2015) may have caused the infection seen on (B)(6) 2015. The review of the lhr (lot f1512702) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the patient came in with acute myocardial infarction on (B)(6) 2015. Percutaneous coronary intervention was performed and the groin was closed with a mynxgrip vascular closure device. The patient called and complained of pain in the leg and came in to the cardiologist office on (B)(6) 2015 and had ultrasound performed and thrombin injected for pseudoaneurysm and was released. On (B)(6) 2015 the patient presented to the ER with a hematoma complaining of fever and infection. The patient was given antibiotics intravenously and manual compression was applied for 30 minutes or less to resolve the hematoma. The patient was hospitalized and discharged on (B)(6) 2015.